Event description:
The nk employee reported that during an onsite support visit, the central nurse's station (cns) spontaneously rebooted on its own at around 11:00pm on (B)(6) 2026. No patient harm was reported.

Manufacturer narrative:
The nk employee reported that during an onsite support visit, the central nurse's station (cns) spontaneously rebooted on its own at around 11:00pm on (B)(6) 2026. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: